Event description:
It was reported that the pt's baclofen rate was reprogrammed to 751.3 mcg/day in 2008. By noon of the next day, the pt was having some abnormal motor behaviors; later that day, he began experiencing full blown spasms, a heart rate of 180 beats per minute and high blood pressure (reading not provided). The pt did not have a fever. The device was reviewed on 03/02/2008 and found to be in stopped pump mode. The pump logs of original date were reviewed with technical services, and it appeared telemetry was interrupted. The hcp was going to reprogram the pt back to his regular dosing. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.